Event description:
It was reported that prior a tonsillectomy procedure using the coblator ii controller, when plugging in the wand, the plug connector pushed into the unit. The procedure was inserted completed with a competitor's product. There were no delays and no pt complications reported as a result of this event.